Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.

Event description:
False negative result (s). Customer followed the instructions very carefully but got 2 false negative results which was strange since they were having covid symptoms. They took a different covid test after taking these and it came back positive.